Event description:
The physician experienced difficulty in the advancement of a coronary stent with delivery system toward the target lesion site in the pt's right coronary artery. During the withdrawal attempt, the stent embolized in the target vessel. A snare wire was used to successfully retrieve the stent from the pt's body. There were no clinical sequelae reported relative to the event.